Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was not making contact. Once adjusted, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the door is showing not closed when the system's gantry is closed. There was no patient present when this issue occurred. The cause was due to the door switch not making contact.